Event description:
The customer reported via phone call that their sensor had inaccurate readings. Customer's blood glucose was 297 mg/dl and their sensor glucose read 63 mg/dl. The customer also stated their insulin pump went in to threshold suspend due to the inaccurate readings. Customer also reported experiencing high blood glucose, but their sensor glucose readings would stop insulin delivery. Customer reported experiencing a blood glucose of 500 mg/dl. The customer's sensor cannula was bent upon removal of their sensor during troubleshooting. Customer also reported site irritation with their sensors. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed bicarbonate buffer test. The sensor passed per specifications with accurate readings. Also, found the cannula bent. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used. Unable to repeat or reproduce skin irritation in lab.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.